Event description:
It was reported that the patient presented to the emergency room after experiencing multiple shocks. Upon interrogation it was noted the shocks were inappropriate due to atrial arrhythmias. Boston scientific technical services (ts) was consulted and discussed that the atrial discriminators were programmed on despite the patient not having an atrial lead, so the cardiac resynchronization therapy defibrillator (crt-d) moved right to therapy without even evaluating the rhythm ID. Ts helped the medical personnel program atrial lead configuration to off and turn off the additional atrial detection enhancements. The crt-d remains in service and no adverse patient effects were reported.